Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified cartridge alarms occurred during the load process. Tandem's technical support was unable to verify any cartridge alarms in the pump history as the contact does not remember the dates when the alarms occurred. The customer's blood glucose level was not impacted.